Event description:
It was reported that the etrak 2500 system froze up during a procedure and could not be rebooted. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ifb board was replaced during the service call. The system was tested and found to be working as intended and put back into service.